Manufacturer narrative:
(B)(4).

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) implant, the shock impedance was 42 ohms. After the pocket was closed, the shock impedance measured greater than 200 ohms. The pocket was reopened, a tug test on the right ventricular (rv) lead was performed, and the lead pulled out. Once reconnected and the pocket was re-closed, there were no further issues. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.